Manufacturer narrative:
Device evaluation was completed by a third-party service center. The customer complaint was not confirmed. The unit required four-year preventative maintenance. The device passed the assessment according to the service manual. The internal battery required replacement as part of the preventative maintenance plan. Not related to the device complaint, the outlet side panel required replacement due to cosmetic issue, missing piece of the rubber foot. Cosmetic enclosure damage was present and required replacement.

Event description:
The manufacturer received information alleging a trilogy evo ventilator powered off and would not turn back on for 45 minutes. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.